Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Upon review, it was noted that the least years the measurements were gradually rise and post the lss the values are still high. Which was believed to be caused by tip/helix conduct issue. It was also noted several false atrial tachy response (atr) due to unipolar sensing, oversensing and noise. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Analysis of the device data found higher-than-expected power consumption, consistent with premature battery depletion. The complaint device was not returned to boston scientific as evidence suggests that it remains in service. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. It can be concluded that unknown factors most probably contributed to the event.

Event description:
It was reported that this pacemaker exhibited high pacing impedance out of range (oor) measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. Upon review, it was noted that the least years the measurements were gradually rise and post the lss the values are still high. Which was believed to be caused by tip/helix conduct issue. It was also noted several false atrial tachy response (atr) due to unipolar sensing, oversensing and noise. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.